Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter was giving the error 1 error message upon powering on the device. The sr. Medical surveillance specialist (smss) reviewed the recorded customer service telephone call, and was able to classify the complaint based on the info originally provided. On the same day at 7:00 am, the pt obtained the error 1 error message on the reported meter; she did not obtain a blood glucose reading. At approx 8:30 am, the pt experienced the symptoms of dizziness, headache and nausea. The pt purchased another meter, and at 9:30 am tested her blood glucose level to be 315 mg/dl. The smss confirmed the reading was '315 mg/dl', and not '915 mg/dl' as originally documented. The pt administered self-treatment by taking a bolus dose of 9.5 units humalog insulin using her pump. She did not seek any medical attention. The customer care advocate determined this was not a new meter. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt allegedly became hyperglycemic and experienced symptoms after she was unable to test her blood glucose level due to the meter issue, and received treatment with insulin to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.